Event description:
The reporter stated the surgeon inadvertently inserted and aq5010v silicone three-piece lens upside down, due to the surgeon having positioned the injector incorrectly. The lens was removed and replaced with another same model lens without any patient injury.

Manufacturer narrative:
Lens inserted upside down.